Manufacturer narrative:
(B)(4). Additional components of the rns system: these components were explanted on (B)(6) 2015. Cl-315-10-k, part number 1007608, sn (B)(4) cl-315-10-k, part number 1007608, sn (B)(4) cl-315-10-k, part number 1007608, sn (B)(4).

Event description:
(B)(6) 2015: patient was implanted with the neuropace rns neurostimulator and three neuropace cortical strip leads (cl-315-10-k). (B)(6) 2015: the epileptologist contacted the fce and tc requesting MRI information. The epileptologist reported that the patient may have a potential bleed and was requesting MRI information and guidelines on having the patient undergo an MRI with the implanted neurostimulator and leads. The np senior medical affairs manager emailed the neuropace MRI guidelines to the doctor and imaging department. The chief medical officer also provided the imaging department with a letter and spoke directly to the director of the imaging department the three cortical strip leads were removed prior to imaging studies. (B)(6) 2015: the following information was received from the epileptologist: the patient is better since the cortical strip leads were removed, but the imaging is not great with the neurostimulator still in place. Steroids were not prescribed. Two cts were done preceding the removal, no bleed or mass was noted. (B)(6) 2015: the rns neurostimulator remains implanted but in an inactive mode.